Event description:
It was reported that the patient presented for a scheduled follow-up in clinic. Interrogation showed the patient¿s pacemaker was in backup vvi mode. Programming changes were made to address the issue. The patient had no adverse consequences.